Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and defect found on returned test strips: high blood readings. No defect found on returned meter. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Root cause: rc-072: vial left open for an extended period of time. Note: manufacturer contacted customer in a follow-up call on 10-mar-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who indicated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. Customer did not provide any actual blood glucose test results of concern only stated that the results were "in the high 100's and in the 200mg/dl." The customer¿s expected am fasting blood glucose test result range is 80-110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 31-oct-2025 and open vial date is <1 week. The meter memory was not reviewed for previous test result history.